Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
We received a report that during the implantation of a intraocular lens (iol) the haptic stuck to the optic. The report indicated the haptic was twisted onto the optic. A second instrument was not required to unstick the haptic.

Manufacturer narrative:
Explanted date: not applicable; device remains implanted (B)(6). All pertinent information available to the manufacturer has been provided. Placeholder.

Manufacturer narrative:
The manufacturing record review was performed. A review of process manufacturing instructions in the change control system was done during the period when this production order was manufactured and did not show any change in the manufacturing method or specifications that could be related for this complaint type. All process operations presented in the manufacturing record were in compliance. All tests results showed a pass condition. No deviation or non-conformance report (ncr) related to the customer claim was generated. No deviations related to the preloaded inserter system were reported. The results of the lubricity tests performed in this production order were found within specifications. No haptic stuck issues were reported when this production order was completed. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.